Event description:
The customer reported that the t:slim x2 pump battery would not charge, which led to the pump shutting down temporarily. The customer's blood glucose level did not exceed 500 mg/dl during this issue. After troubleshooting, the pump began charging again using the original charging supplies, and the customer technical support (cts) team provided guidance on managing insulin and continuous glucose monitoring sessions when the pump resets. They advised monitoring the situation and to call back if the issue continues.